Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the patient became combative coming out of anesthesia. Soon after, inappropriate pacing was observed. Device interrogation revealed decreased r-waves and high capture thresholds, consistent with dislodgement. The lead was successfully repositioned the same day.